Event description:
Not: this report is submitted as a product suggestion. During a code blue, staff hooked pt. Up to monitor and observed asytole on lead ii. User pressed "lead" button on equipment to verify asytole on alternate lead per protocol. When button pressed, equipment switched to paddle sensing. However paddles were not in use and only artifact was displayed. Took several minutes before staff realized machine was in paddle sensing mode. Evaluation of the evnt was undertaken and included eval of the machine by biomedical services, eval of the code procedure itself, and a "root cause analysis" to determine the cause of the problem. Of note, biomed eval of the machine indicated that it functioned within specs and no actual performance problems were noted. Event evaluation indicated some education needs on the part of staff with regard to the equipment. That eval also indicated that the lead indicator on the screen is small and, while it indicated appropriately, it was not noticed by staff. It was concluded that a more prominent paddle sensing mode indicator be considered by the MFR. This document is submitted in furtherance of the recommendation.